Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional info pertinent to this event becomes available, I-flow will submit a f/u report. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release.

Event description:
Drug/diluent: solumedrol, 1gr in 250 ml, fill volume: 250 ml, flow rate: 100/ml, procedure: unk, cathplace: unk. The pump infused in 1h 30 instead of 2h 30. Pt contact: yes; adverse event: yes (face redness and stomachache). Start of infusion: (B)(6) 2012 at 9:30am, end of infusion: (B)(6) 2012 at 11:00 am.